Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Complaint 2 of 2. Related to (B)(4). Related complaints tw ID# (B)(4) additional complaint record has been created due to unrelated failure mode (s). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The silicone coating around the jaws appeared to come disconnected and there was loss of transfer of power. The silicone began to deform and at that point the end user pulled the device out and switched to a new device. There was no part of it that fell into the patient. A replacement device was used to complete the procedure.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10,h11. H3 correction: "if other provide code -explain check spelling" changed to device discarded. B5 correction: summary has been corrected. Internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The silicone jaws silicone covering was disconnecting. The silicone began to fall and at that point the end user switched out to a new device. There was no part of it that fell into the patient. There was also a loss of power being transferred to the jaws of the device. A replacement device was used to complete the procedure.